Event description:
It was reported that noise was seen on the ventricular lead. The noise is characteristic of lead insulation degradation. The lead will be removed.

Manufacturer narrative:
The kinked tube caused the machine to alarm. The nurse addressed the alarm and corrected the issue by replacing the bag. There was no impact to the pt and no injury.